Event description:
It was reported in a service report that the power cord was missing the ground prong and the communications cable was broken. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.